Event description:
(B)6) faradise clinical study, subject ID: (B)(4) it was reported that during the blanking period following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial fibrillation (af). The patient underwent electrical cardioversion and was admitted to the hospital overnight following the procedure. The event was considered resolved when they were discharged the following day. The catheter was disposed by the facility and will not be returned as the device performed as expected during the original ablation procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block(s) d1, d2a, d2b, and d4 to correct information regarding the responsible device. Changes made to b5 and h6 are due to additional information that has been received by boston scientific. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(4) faradise clinical study, subject ID: (B)(6) it was reported that during the blanking period following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial fibrillation (af). The patient underwent electrical cardioversion and was admitted to the hospital overnight following the procedure. The event was considered resolved when they were discharged the following day. The catheter was disposed by the facility and will not be returned as the device performed as expected during the original ablation procedure and there were no reports of any performance concerns. It was further reported that this was the patient's 2nd hospitalization and cardioversion during the ablation procedure blanking period. The ablation procedure took place on (B)(6) 2024. The originally reported hospital admission took place from (B)(6) 2024 with the cardioversion taking place on (B)(6) 2024. The patient had previously been hospitalized on (B)(6) 2024 and underwent a cardioversion at that time, they were then discharged the following day.